Event description:
The customer reported the ventilator would not power on and operate via ac power. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician verified the customer reported problem. The service technician replaced the power supply to address the reported problem. Performance verification testing was completed and all tests passed per operating specifications. Factory failure analysis of the power supply revealed a shorted diode, which may result in a loss of ac power. If a loss of ac power occurs during use and the ventilator shuts down, an audible power fail alarm will activate. If the ventilator is equipped with a backup battery, the ventilator will transition over to backup battery and start alarming and continue ventilation until the battery depletes.